Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been requested to investigate the reported event. At this time, the fse investigation has not been completed.

Event description:
It was reported that during a training/demo of the da vinci system there were lines going across the screen in the surgeon side console (ssc) and that this was an ongoing issue. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The high resolution stereo viewer (hrsv) was analyzed and found the reported event was replicated. No related errors were found in system logs. Upon visual inspection, no issues were identified that could be related to the reported event. The unit was installed onto a golden system, where it displayed an image with a bundle of vertical lines on the right side of the screen. Isi received the da vinci product to perform failure analysis. The second high resolution stereo viewer (hrsv) was analyzed and the issue was replicated. No related errors were found in system logs. Upon visual inspection, no issues were identified that could be related to the reported event. The unit was installed onto a golden system, where it displayed an image with a total of four vertical lines of different colors one in the middle and three on the right side of the screen. The complaint regarding lines across the screen was confirmed by failure analysis. The probable root cause is attributed to an electrical module issue on hrsv screens, resulting in loss of video.